Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (10 mg/ml at 4 mg/day) and bupivacaine (14 mg/ml at 6 mg/day) via an implantable pump for an unknown indication for use. It was reported that a "rotor stall" and stopped pump occurred. The event date was provided as (B)(6) 2017. The implant date of the pump was unknown. The patient experienced withdrawal. A critical alarm occurred, and the "rotor stall" and stopped pump messages appeared when reading the logs with the n'vision. Troubleshooting included the interrogation with the n'vision. The pump was replaced on (B)(6) 2017. There were no provided contributing factors to the event. The event was resolved, and the patient status was alive - no injury. No further complications were reported or anticipated. Pump logs were provided, and showed that a motor stall occurred on (B)(6) 2017 at 23:17 and a stopped pump period may exceed tube set message occurred on (B)(6) 2017 at 23:17.

Manufacturer narrative:
Analysis identified corrosion/wear/lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Eval code-conclusion updated. If information is provided in the future, a supplemental report will be issued.